Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for unknown indication. It was reported there was poor telemetry or no telemetry with recharging. Poor communication was reported. The patient had tried connecting the recharger to the ins. They last successfully charged their device over a year ago. The patient thinks she turned the ins off and just never remembered to recharge it. The last charging session was more than one to three months ago. The patient was redirected to their healthcare provider (hcp) to assess ins and symptoms. The patient was feeling electric pain. The ins was causing more pain than helping. The symptoms were down the legs and feet. The patient did not confirm sudden/gradual due to how long and approximate start date was. The patient had an epidural steroid yesterday and confirmed the pain is not from her l5/s1. The shot helped a little but did not nothing to the pain in the legs/feet. This issue has become painful and has been getting much worse. There was a possible overdischarge and the patient would like the ins restarted to be checked and also discuss pain, potentially caused by the stimulator. No further complications were reported/anticipated.